Event description:
It was reported that prior a da vinci s surgical procedure a wire frayed on the pk dissecting forceps. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the reported issue. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Additionally, scratches on the surface of the distal pulley were found. Electrical continuity test passed. Engineering also found various scratch marks showing light material removal on the distal end of the main tube. The scratches were short in length and not axially aligned with the tube. Damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.